Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of two occurrences of questionable inr results from their coaguchek inrange meter serial number (B)(4) for 1 patient when compared to an unknown laboratory method. The initial result from the meter was 6.2 inr and 5 minutes later the meter result from a different finger was 4.1 inr. The laboratory result was 4.83 inr. On (B)(6) 2019 the meter result was 5.7 inr and the laboratory result was 4.24 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The erroneous results were reported to the patient's physician. There was no allegation of an adverse event. The test strips have been requested for return. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.7 - 3.5 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.